Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The picture in picture (pip) connector was damaged, and the video connector latch was worn, which caused poor connection with the pigtails (video endoscope video connector cable). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the picture in picture (pip) connector on the evis exera iii video system center was observed to be torn prior to an unknown procedure. The procedure was completed with a similar device. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn-out/faulty video connector latch could not be identified. Olympus will continue to monitor field performance for this device.